Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: shout subject: (B)(6). Humeral fracture / injury (traumatic). Patient fell while making coffee and presented to ER with proximal humerus fracture. Required intervention to prevent life-threatening illness or injury, or permanent impairment or damage: yes."